Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400 mg/dl, and she was treated with the insulin pump. It was stated that the customer could not control her glucose level and went to the hospital where she stays overnight and then released. It was stated that the doctor recommended discontinuing use of the insulin pump, and they believe she may have a virus. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised that the customer can¿t take her insulin pump through a body scanner or x-rays machine at the airport. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.